Event description:
It was reported that this loaner arctic sun device boots directly to the normothermia screen and bypasses the patient therapy selection screen. Per additional information updated from ttm on 12jan2026, they have a loaner device, sn (B)(6). They need to set their protocol settings, but they were not saving when they cycle the power. Attempted to direct caller to the advanced setup tab, but the option was not there even after cycling the power. Biomed was going to take the device to shop and call back to speak with tech support. Biomed calling back for assistance with loaner device that will not allow the account to access the advanced set up. Already tried powering off and back on multiple times.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined, as the device functioned appropriately during evaluation. The device was evaluated upon receipt. No issues. The arctic sun stat is functioning properly. Arctic sun 6000 stat passed all performance testing, and electrical safety tests and is functioning properly and ready for use. A risk review is not required as the reported event is unconfirmed. The labeling/packaging review is not required as the reported event is unconfirmed. A DHR review is not required as the reported event is unconfirmed. Based on the results of the investigation, no additional actions are needed. Corrections: d, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that this loaner arctic sun device boots directly to the normothermia screen and bypasses the patient therapy selection screen. Per additional information updated from ttm on 12jan2026, they have a loaner device, s/n (B)(6). They need to set their protocol settings, but they were not saving when they cycle the power. Attempted to direct caller to the advanced setup tab, but the option was not there even after cycling the power. Biomed was going to take the device to shop and call back to speak with tech support. Biomed calling back for assistance with loaner device that will not allow the account to access the advanced set up. Already tried powering off and back on multiple times.